Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during customer use foley catheter had been indwelling but it fractured at the shaft and had been dislodged, the proximal portion was removed, but the distal tip remained inside the body. The retained catheter tip was subsequently retrieved via endoscopy. It was also mentioned that it appeared the hospital had received a complaint from a patient suggesting a potential issue with either the product or the procedure. As the hospital had requested an urgent report, need to prioritize this matter.